Event description:
(B)(4). Initial info received from a consumer on 30-oct-2009: a (B)(6) female received poly-l-lactic acid (sculptra) (lot# and exp date unk) for cosmetic lift experienced her left eye being dry. Consumer stated she received her first and only poly-l-lactic acid treatment so far on (B)(6) 2009. Her cheeks were treated bilaterally. She immediately experienced severe left eye dryness upon leaving the treating physician's office. She stated that the dryness of the eye has persisted. She has seen several eye doctors, and both did not know what caused the problem, or how long it would take to resolve. Both physicians suggested symptomatic treatment with eye lubricant drops. Consumer stated that the left eye dryness has improved by only a small amount at the time of this report. No concomitant medications or medical history reported. No further info reported. Additional info for poly-l-lactic acid injectable (sculptra) (lot#/exp date unk), from product technical complaint report case (B)(4) dated 30-oct-2009, received by (B)(6) on 04-nov-2009: conclusion pending.